Event description:
It was reported that during an implant procedure, the lead was placed three times and the last time there were no measurements. There was no sensing and no pacing. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. (B)(4).